Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the consumer that the dressing was placed on her right leg and extended from her toes to her knee. The consumer reported experiencing some pain after the dressing was applied and did not report this to her dr. This dressing was in place for one week. When the dressing was removed, the consumer reported that there was a burned or irritated area around her right ankle except for 1/2 an inch in the back. This area was reddened and some skin has since come off in this area. The dermatologist prescribed a topical cream to use on reddened areas.